Event description:
On (B)(4) 2012, customer reported that the cartridge chemistry (cc) sample probe was leaking on the lx20 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and determined that the sample obstruction detector was leaking due to a clogged sample probe. Fse removed and replaced the damaged sample obstruction detector and the clogged sample probe. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).